Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty sliding a microintroducer over a guidewire is confirmed but the root cause could not be determined. One 4.5 fr x 6.5 cm microez micro introducer and one 0.018 in. Stainless steel guidewire was returned for evaluation. An initial visual observation revealed blood use residues throughout each of the returned samples. A functional test of attempting to slide the complainant microintroducer over the complainant guidewire revealed the microintroducer did not advance over the proximal tip of the guidewire. A microscopic observation revealed the proximal end of the guidewire had misaligned coils. Because usage residues were observed along the guidewire, the complaint of difficulty advancing a microintroducer over a guidewire is confirmed, but the root cause could not be identified. Such damage can occur due to manipulation; however, it is not clear when/where such manipulation may have occurred. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during PICC insertion, when attempted to insert a sheath dilator into the guidewire but was unable to insert. There was no reported patient injury. No other information was provided. 07/03/2024 - the device returned for evaluation exhibited misaligned coils on the proximal end of the guidewire.